Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. Product ID: 8590-1, lot# n089849, implanted: (B)(6), product type: accessory. (B)(4).

Event description:
Additional information received reported the previously reported information ¿explanted/not replaced¿ was updated to ¿surgical aband onment/capped¿ on 2014-(B)(6). It was not specified if the entire system remained implanted per the updated information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that there was surgical site separation and wound dehiscence of the pump. The surgical site was open with visible evidence of the pump. The severity was noted as ¿moderate (produces some impairment of functioning, but is not hazardous to health)." The site was examined on (B)(6) 2014 and the pump was explanted and not replaced the next day. The event resolved without sequelae on (B)(6) 2014. The system was being used to deliver fentanyl, bupivacaine, and clonidine. It was noted that on the date of explant the pump had been programmed to stopped pump mode for 1 minute as of the time of interrogation.